Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that postoperative 2 to 3 months of the matrixorthognathic sagittal split plate and screws implant, the patient had infection. The right lower plate was explanted on an unknown date. There were 3 screws in the right lower plate and all 3 screws were loose. Surgeon also removed and cut half of the upper plate with 2 screws. However, the surgeon was unable to remove the other 2 screws in the plate. This is report 3 of 7 for complaint (B)(4).